Event description:
Physio-control was performing periodic device inspections and performance evaluations and observed that device had a broken apex paddle. A broken apex paddle could prevent the device from delivering therapy.

Manufacturer narrative:
Physio-control replaced the apex paddle and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.